Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was claimed that nozzle unit on air gas module was defective. According to the information provided by the technician, the device failed internal leakage test with system volume too large during pre-use check and nozzle unit on air gas module was found defective and needs to be replace to resolved the issue. The device logs confirmed occurrence of reported issue. The faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. The device nozzle unit is a consumable that must be replaced during preventive maintenance (pm) at least ones per year, or every 5000h operating hours, which ever come first. According to the received device logs, pm has never been performed. The reported device was manufactured in 2015. The nozzle unit, as well as the other device consumables, are not built to last a whole life time. If they are not replaced according to the device prescribed specifications, the device will eventually fail. Defective part was not available for further evaluation. The root cause to the reported issue has not been determined.

Event description:
It was reported that the nozzle of the air gas module was not functioning. There was no patient harm. Manufacturer ref.#: (B)(4).